Event description:
The customer reported that the system was non responsive after sitting for a while, it locked up. A reboot was needed to proceed.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the symptom. He verified all power supply voltages were within specs and reseated pcb's in workstation and c-arm. He reseated connectors to boards and power supplies. He ran system - no lock ups occurred. The system is working as intended. (B) (4)